Event description:
It was reported that the patient underwent a revision surgery due to pain and a feeling of wrongness.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A clinical analysis indicated that without product return for evaluation and/or clinically relevant supporting documentation, a thorough medical investigation could not be performed. Reportedly, the doctor commented that the revision ¿was not caused by device but subluxation¿ and ¿believes this product is not defect¿. The patient impact beyond the reported symptoms and revision procedure could not be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history for the provided part revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file and instructions for use document were reviewed. Factors and/or some potential probable causes that could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
Device code, part number and lot number, manufacturing date and expiration date, date of new info added.